Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery, and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
Information was received that reported a patient was hospitalized on 09/26/2007 due to hyperglycemia. Reportedly the day prior to the hospititalization, the patient had blood glucose between 400 mg/dl and 600 mg/dl and the pump gave numerous high pressure alarms. It was reported that earlier that day, the patient had changed her rapid d infusion set. She was admitted in 2007 at 2:00 am, upon admit her blood glucose was 564 mg/dl. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.